Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was attempting to bolus and the insulin pump alarmed no delivery. Customer's blood glucose was 120 mg/dl. Troubleshooting was performed and customer was advised to change the reservoir and infusion set. Customer is not returning the reservoir for analysis.